Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: representative stated that the cadiere instrument had a broken cable. No fragments fell inside the patient and no patient injury. The tip up fenestrated instrument jaw would not straighten and therefore the instrument was removed out of the patient with the cannula. No fragments fell inside the patient and no patient injury resulted due to this.